Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient medical management is consistent with acute metabolic decompensation requiring treatment and monitoring. Review of available information identified that the user reported relapsing and consuming alcohol frequently prior to the event and believed this behavior contributed to the reported hyperglycemia. The user reported persistent elevated glucose values for more than 24 hours prior to hospitalization. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirmed that the ilet battery became depleted on (B)(6) 2026 and the device entered low-power mode until it was powered on again on (B)(6) 2026. Review of device history did not identify evidence of battery malfunction, pump malfunction, or inaccurate insulin delivery. Based on available information, the event is attributed to non-device related factors, including reported alcohol use and interruption of therapy associated with battery depletion. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 401 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.